Event description:
It was reported that the brakes are not holding. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
There was no defect found with the device. The issue was caused by the floor at the customer facility being uneven and slippery. This issue was resolved for the customer by ensuring the device performed to specification.

Event description:
It was reported that the brakes are not holding. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.